Event description:
Patient additionally reported, capsular contracture, baker grade unknown.

Event description:
Patient reported left side "change shape, not the same at the time of implantation", "too sick to do anything" (non device related), "possible small intracapsular rupture, ruptured implants", "painful breast", "they have got fluid, sac of fluid", "gotten really swollen", "there are lumps", "gets real weak really easily" (non device related), tiny amount of fluid was present within a fold", "capsular contraction" baker grade unknown, and "recalled implants". The device remains implanted.

Event description:
Patient reported left side "change shape, not the same at the time of implantation", "they have got fluid" and "too sick to do anything" not related to the device. It was later reported, painful breast.

Event description:
Patient later reported "left breast implant it has gotten really swollen and that there are lumps around the area" and " gets real weak really easily" malaise is not considered device related. Patient later reported "tiny amount of fluid was present within a fold on the measure less that 1ml".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "change shape, not the same at the time of implantation" and "too sick to do anything" not related to the device. It was later reported, painful breast. The device remains implanted.